Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anesthetist stated the cuff on the ett is not smooth. No patient involvement reported.

Event description:
It was reported that: "[anesthetist stated] the cuff on the ett is not smooth". No patient involvement reported.

Manufacturer narrative:
(B)(4), the sample was returned for evaluation. A visual exam was performed and no defects were observed. No roughness was found on the cuff or welding area. A device history record review was performed and no relevant findings were identified. The complaint could not be confirmed as there were no issues found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.